Event description:
A pk papyrus covered stent system was selected for treatment. When opening the box it was discovered that the stent was defective. Specifically, it appears that there is stringy material peeling off of the cover. The stent never reached the patient as the tech noticed it right away. Another pk papyrus was used.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is displaced on the balloon by about 0.5 mm in distal direction and the stent is slightly deformed at its proximal end, i.e., two stent struts are slightly lifted. A bundle of white fibers was found entangled underneath the two deformed stent struts, which most likely have caused the deformation. The balloon is well folded and shows no signs of inflation. Microscopic inspection of the exposed balloon surface showed stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The bundle of white fibers was analyzed by ftir and consists of pet (polyethylenterephthalat), whereas the cover material consists of pur (polyurethane). Pet as a cloth or comparable material is not used in the production line of pk papyrus. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent and the cover outer surface is inspected for particles to 100 percent before covering it with the protector. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.